Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer they stated they had a patient who reported liquid dripping on his head during an IV infusion. Clinician stopped the IV infusion and noted a pin hole below the upper fitment of the silastic pumping segment of the IV tubing. Verbatim: rcc received a complaint via email. Clinician stated that he had a patient who reported liquid dripping on his head during an IV infusion. Clinician stopped the IV infusion and noted a pin hole below the upper fitment of the silastic pumping segment of the IV tubing. No patient harm reported. No additional information provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # unknown batch # unknown. Rcc received a complaint via email. Clinician stated that he had a patient who reported liquid dripping on his head during an IV infusion. Clinician stopped the IV infusion and noted a pin hole below the upper fitment of the silastic pumping segment of the IV tubing. No patient harm reported. No additional information provided.